Manufacturer narrative:
Correction: d2a.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6th march 2025, it was reported by an arthrex employee via email that an ar-1934ps-2, suture anchor, peek suture tak® 3 mm x 12.2 mm with #2 fiberwire® and #2 tigerwire's anchor was stuck during insertion. This was discovered during a repairing of shoulder glenoid labial injury surgery on (B)(6) 2025. The case was completed successfully by using a new ar-1934ps-2. There was no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. One unpackaged ar-1934ps-2 batch 15122663 was received for investigation. Functional testing was conducted by moving the suture and screw/anchor inside the driver. No issues were found. Visual evaluation found that the peek-optima bio/anchor shows some gouges on the threads. Discoloration spots were noted on the molded handle. The most likely cause(s) of the reported failure are user error, including misalignment of the insertion and improper bone preparation. Directions for use (dfu) dfu-0054-eo bio-fastak, fastak¿, suturetak® and fibertak® suture anchors. G. Precautions. Insert the anchor in the same orientation as the prepared drilled bone hole to avoid damaging the anchor or inserter. Arthrex implant-specific instrumentation must be used to insert implantable devices per the recommended surgical technique. The complaint allegation was confirmed. Refer to the investigation pictures.